Event description:
The customer reported that the system would not boot up and displayed an error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative removed the c-arm covers and followed the interlock path and reseated all printed circuit boards and cables. The system was tested and found to be working as intended and put back into service.